Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13966.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Devices were returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards affiliate in (B)(6), regarding a 29mm sapien 3 case by left tf approach in mitral position. Problems were encountered while pushing the commander delivery system with crimped valve through the esheath. Resistance was encountered and the valve moved over the balloon from the crimp balloon to the inflation balloon. Due to the increased diameter, the sheath fully expanded at that section. The valve was outside the sheath. Therefore, all devices were carefully removed as a unit, and new devices were prepared. No patient injury occurred. As per the pictures provided, the liner is torn. As per pre-deco, the liner strand liner strand 4" from distal tip 2" in length , attached on onside another strand is at region of distal strain relief 0.5" in length and another strand at the same location of second strand .75" in length.

Manufacturer narrative:
The 16f esheath was received after use in the procedure with the delivery system through the sheath. The sheath was locked in between the default and valve alignment marker position with no flex or fine adjust used. The flex shaft of the delivery system was protruding outside of the sheath. The esheath was visually inspected, and the following was observed: a sheath liner tear was observed starting 0.75¿ from the comnut and 12¿ in length. Scratches were observed near the strain relief. 1.5¿ of sheath near distal tip is unexpanded/unopened. Multiple liner strands observed. A 2¿ strand in length that is 4¿ from distal tip. Another strand near the distal strain relief is 0.5¿ in length. The third strand is in the same location as the second strand but is 0.75¿ in length. Minor kinks were observed 1¿ and 4¿ from comnut. Liner strand material was observed on the inflow side of valve used in the procedure. The valve minor damage (valve struts slightly bent). Scratches were observed along the sheath shaft. Procedural imagery was provided for review and the following was observed: the strain relief and liner are cut exposing the delivery system through the sheath. Thv observed buckling against the flex tip during insertion through the sheath. Dimensional inspection was performed. The liner thickness was measured along the liner tear and the sheath liner/strand thickness at all measured locations met the specification. Due to the condition of the returned device, no functional testing could be performed. The complaint was confirmed through visual inspection. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no other similar complaints. A review of complaint history on confirmed device complaints (returned and no product returned) from september 2019 to august 2020 revealed other similar complaints for the esheath (all models and sizes). The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The following instructions for use  (IFU)/training manuals were reviewed for instruction involving device preparation and procedures relating to the complaint event: esheath IFU, ce, commander delivery system IFU, ce, device preparation training manual, procedural training manual, and supplemental valve-in-valve patient screening and procedural training manual (mitral position). Delivery system insertion through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. Note: in expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Thv retrieval through sheath: note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported sheath shaft liner torn, resistance with delivery system and sheath shaft liner strand were confirmed upon visual inspection. No manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. The complaint description states, ¿problems were encountered while pushing the commander delivery system with crimped valve through the esheath. Resistance was encountered¿. Excessive manipulation during insertion of the commander delivery system through the sheath and patient factors may have led to the observations made during the returned product evaluation. The damaged observed on the sheath was likely due to noncoaxial pushing due to patient anatomy. This can be confirmed based on kinks observed on the sheath along with scratches seen on the hdpe. Scratches on the sheath shaft are indicative of calcification within the patient¿s access vessels which creates an uneven rough surface for the sheath to pass through. As the delivery system was attempted to be pulled back, it is possible that calcification interacted with the liner, leading to the observed liner tear and liner strands. As the device was manipulated to continue advancement forward, this movement may have resulted in the sheath liner catching on the valve. The sheath liner strand attached to the inflow side of the valve observed exhibits additional evidence that additional force was used to insert the delivery system through the sheath. Available information therefore suggests that procedural factors (excessive manipulation) contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.